Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for routine device interrogation in clinic, multiple episodes of lead noise were noted on the right ventricular (rv) lead. The lead noise was reproducible. All other parameters were normal. Programming changes were made. The patient was stable.